Manufacturer narrative:
Asae /major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 serial number and catalog number updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 73-year-old male patient underwent placement of an impella cp mechanical circulatory support device for treatment of an acute myocardial infarction with associated cardiogenic shock. The patient was subsequently transferred to the intensive care unit for myocardial rest and recovery following percutaneous coronary intervention with the impella in place. While in the intensive care unit, a hematoma was noted at the vascular access site. The treating clinical team made the decision to remove the impella device and apply manual pressure, followed by placement of a femostop compression device. This complaint will be coded as a major bleeding event requiring medical device removal and associated with a serious injury